Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have colon cancer; nodule in lung. Patient reported the risks of comorbidities are hypertension, thyroid. Patient reported current medication: bipreterax and levothyrox.. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.